Event description:
It was reported that the right ventricular (rv) lead became caught in the heart anatomy during the implant procedure. The lead remains inactive and stuck in the patient. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition.